Event description:
During the study procedure, the subject device (balloon guide catheter) along with other device (distal access catheter) were used to remove a clot from the left m1 middle cerebral artery (mca) femoral artery. It was reported that the subject device was bust or unable to deflate. The patient developed caroticocavernous fistula. However, the physician did not administer any treatment in response to the event and the event was resolved without any clinical consequences to the patient. It¿s indicated that there was no relationship between the adverse event to the subject device. No other information was provided. Update additional information: additional information received on 22-july-2020 stated that during thrombectomy procedure, the balloon was bust after inflation. The cause of the caroticocavernous fistula was a tear in the carotid artery by the catalyst (is being pulled up when the thrombectomy is performed).

Manufacturer narrative:
D4 expiration date - added h4 manufacturing date ¿ added b5 executive summary - updated device code grid - corrected: "deflation issue" code was removed since the balloon was burst after inflation. The device history record (DHR) review that there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no anomalies were noted to the device during initial inspection, the device was prepared as per the dfu, there were no difficulties or leakage noted during inflation/deflation of the balloon during preparation, and nominal pressure was used to inflate the balloon. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable will be assigned to the reported complaint. This is 2nd of 2 reports.

Manufacturer narrative:
This is second of 2 reports. The subject device is unavailable to manufacturer.

Event description:
During the study procedure, the subject device (balloon guide catheter) along with other device (distal access catheter) were used to remove a clot from the left m1 middle cerebral artery (mca) femoral artery. It was reported that the subject device was bust or unable to deflate. The patient developed caroticocavernous fistula. However, the physician did not administer any treatment in response to the event and the event was resolved without any clinical consequences to the patient. It¿s indicated that there was no relationship between the adverse event to the subject device. No other information was provided.